Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that an implantable cardiac defibrillator (ICD) reached the end of its life in less than 3 years from its implant date. The ICD was removed and replaced. No patient complications were reported as a result of this event.